Event description:
It was reported that there was a malfunction on the pump, and the issue's impact on the customer¿s blood glucose level was unknown as the caller declined to answer. The customer was informed that a replacement pump would be sent with updated software, and they acknowledged understanding of the training available in their tandem source account. Additionally, the customer planned to use multiple daily injections as a backup therapy for insulin delivery and was instructed on how to return the problematic pump using a pre-paid label provided by tandem.